Event description:
Event description guidant received information that this abdominally implanted implantable cardioverter defibrillator (ICD) could not be interrogated. Guidant received additional information that although the ICD was programmed to pace the patient at 50 ppm, no evidence of pacing therapy was observed.